Manufacturer narrative:
Product analysis: it was found on analysis that the external pulse generator (epg) was working correctly however it failed incoming tests for a backlight issue. The hanger assembly was broken. The upper case was broken. A knob was missed. The atrial and ventricular connector were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.